Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has a medical history or sleep apnea. The relationship of the sleep apnea to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.